Event description:
It was reported that over the course of the past year, this right ventricular (rv) lead exhibited increased, but still in-range, pacing impedance measurements (1100 to 1950 ohms) and episodes of over-sensed noisy signals. Provocative maneuvers were able to reproduce the artifacts, and it was concluded that the rv lead conductor was most likely fractured. The specific lead details were not provided. It was later confirmed that the physician elected to surgically explant and replace the rv lead to resolve the event. As the implantable device was also nearing normal end-of-life, the physician additionally explanted and replaced the device to resolve the event. It was confirmed that this rv was retained by the healthcare facility and would not be returned for analysis. The patient was stable with no additional adverse effects.

Event description:
It was reported that over the course of the past year, this right ventricular (rv) lead exhibited increased, but still in-range, pacing impedance measurements (1100 to 1950 ohms) and episodes of over-sensed noisy signals. Provocative maneuvers were able to reproduce the artifacts, and it was concluded that the rv lead conductor was most likely fractured. Information has been requested regarding the event resolution and specific lead details, but a response has not yet been received. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.